Event description:
There was noise noted for this lv lead, along with oversensing. A fracture is suspected. Because the noise is of short duration and not affecting the function and because the risk of explant is greater than leaving it as-is, the patient will be monitored. All available information suggests this lead remains implanted. If additional information is obtained, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(4) 2014 - during the follow-up on (B)(4) 2014, the lv impedance was >3000. Loss of capture for both the lv sensing and pacing threshold was noted. This lead has been disabled.